Event description:
The account alleges that the brakes on this device will engage, however after the brakes are engaged, they disengage back to the neutral position causing a brake not holding condition.

Manufacturer narrative:
The technician replaced the brake/steer pedal, which resolved the issue. The device operates normally. Pursuant to our response to warning letter (B)(4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.